Event description:
When attempting to remove foley catheter, some resistance noted. Approx. 6cc of fluid was withdrawn from balloon prior to attempt to remove fk. Balloon partially compressed. Unable to withdraw additional fluid from balloon. Catheter ultimately removed by physician. Approx. 1cc residual balloon inflation noted upon removal. Small amount of blood at meatus.